Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed reference #: (B)(4).

Event description:
On 8/23/21, resmed received an email from (B)(6) informing it about a new lawsuit involving a resmed astral 150. Resmed was not informed that it was named as a party in the lawsuit. The notice provided no information about any malfunction of or defect in the device and said nothing about whether the device had caused or contributed to the patient¿s death. (B)(6) did not send resmed a copy of the lawsuit complaint with its notice. On 9/17/21, resmed was served with the lawsuit. The complaint contains the first information resmed received about an incident on (B)(6) 2020, when it is alleged a patient using an astral 150 sustained catastrophic bodily injuries which allegedly led to his death. The device, including its related systems and components, allegedly failed to provide reasonable warning, alerts, instructions and other protections and safeguards for the user of the device. No further information has been made available to resmed.